Event description:
On 12-may-2026, a sales representative reported via phone that an ar-1588rt ib tightrope was found to have sharp edges and to have fallen apart during use during an acl reconstruction. A new device was opened to finish the case with no patient harm and no sizable delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.